Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support provided pump reset information, but the customer declined to reset the pump.